Manufacturer narrative:
"Results of investigation: vyaire medical received the device for evaluation. Visually inspected assembly, confirmed first battery slot to have pin 5 (+ voltage output) damaged, spring mechanism has failed and pin is pushed in. Also confirmed pin 5 surrounding plastic to be melted. Batteries associated with this power manager were not returned to properly evaluate complete assembly. The reported problem was visually confirmed but not duplicated during functional check. Batteries used at the time of failure were not returned with power manager to properly evaluate assembly. Battery used in slot 1 at the time is the probable cause of this failure. Power manager is purchased as an off the shelf item that is supplied by a third-party vendor. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluated by MFR: the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the pins appeared to be melted and the pins have been pushed up into the charger during use on a patient on the sprint charger. The customer reported there was no patient harm associated with the reported event.